Event description:
The iab was inserted into the pt on 4/19/98 in the evening. No fluoroscopy was used. On 4/20/98 in the morning, the pump alarmed because of helium gas loss. Blood was noted in the catheter and the iab was removed. At a later time, the pt went on to expire. (Event complications: the pt went on to expire - reported) 4/24/98. (Pt's current status: expired - reported 4/24/98.)

Manufacturer narrative:
Eval: underwater leak testing discloased a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abration mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 6/19/98).